Event description:
It was reported the pt experienced no stimulation sensation and a loss of therapeutic effect. The pt indicated the "battery is fine and there is a wire loose" in the system. The pt requested the manufacturer's rep to interrogate the device prior to the hcp performing surgery.